Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. A batch review was not possible since the lot number is unknown. Since no product defect exposure could be defined, no root cause can be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center (tsc) reported that home patient (hp) felt wetness at the site area and found that her tube was leaking near the transfer set. The hp had to clamp the transfer set off in two places. There were no alarms on the homechoice (hc). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. (B)(4) contacted the home patient (hp) on (B)(6) 2011 regarding the split transfer set. The confirmed that she did get the transfer set replaced on sunday. The hp suspects normal wear and tear as the cause of the split. The hp said that she is continuing therapy with no further issues. (B)(4) contacted the home patient's (hp) nurse on (B)(6) 2011 regarding the broken transfer set. The nurse stated that the transfer set had been repaired and the damaged one had been discarded. The nurse did not have a lot number of the old transfer set.